Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture had multiple knots in the ligator.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During preparation outside the patient, after the device was unpacked, it was noticed that the suture was tangle and twisted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.